Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084874) that a (B)(6) spanish/caucasian female patient who underwent primary breast augmentation with mentor gel implants on (B)(6) 2012 had positive ana results for lupus and fibromyalgia. The patient also had migraines, neck, back arm pain, excessive weight gain, depression, memory loss, cognitive decline, nausea, vertigo, and tinnitus. The patient is on medications for pain, depression ,and anxiety. No date of explantation was reported. No product malfunction, such as rupture, was reported. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s right-sided device.